Manufacturer narrative:
Final analysis found burn marks on the prongs, the main circuit board of the ac power adapter, and main printed circuit board of the transmitter, which resulted in a power up anomaly.

Event description:
It was reported that the transmitter was damaged during a bad storm and will not power up. The prongs was popped and the board inside was found burned.